Event description:
On (B)(6) 2012, the pt reported that his blood glucose level was elevated over 500 mg/dl. The pt was not able to correct the elevated blood glucose level with his infusion device. His target blood glucose level is 130-150 mg/dl. His device did not display an error or alert message. The pt disconnected the infusion tubing from his body and bolused 5.0 units of insulin and he did not see insulin coming out of the end of the tubing. The pt primed the device and was then able to see insulin dripping from the tubing. The pt then bolused 5.0 units of insulin again and did not see insulin coming out of the tubing. The pt then realized he had programmed the bolus for 0.5 units of insulin instead of 5.0. The pt programmed a bolus of 5.0 units of insulin and was able to see it dripping out of the end of the tubing. Troubleshooting with the pt did not identify any problems with the infusion device. The pt thinks the infusion device is the cause of his elevated blood glucose levels. The pt switched to his backup infusion device, using the same accessories he was using on the primary device, and his blood glucose levels returned to normal. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Infusion device was replaced and was requested to be returned for product eval.